Manufacturer narrative:
UDI: (B)(4). Device evaluation: the actual device was returned for evaluation. The device was evaluated, and the reported condition was confirmed. A visual and functional assessment was performed which determined that device had a sticky trigger (failed trigger test). It was further determined that the device made an unusual noise while running. During service, it was observed that there was an unknown debris inside the device and the motor shaft, bearings and seals were worn out. It was further determined that the electronic control unit (ecu) contacts were damaged and corroded. It was observed that the set screw was damaged, the balls were corroded, and the locking component was worn out. It was determined that the issues were consistent with improper cleaning and normal wear. The assignable root causes were determined to be due to normal wear out from use and improper cleaning methods. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that the battery oscillator device was defective. During in-house engineering evaluation, it was observed that device had a sticky trigger (failed trigger test). It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.